Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and replaced breath deliver (bd) power distribution /controller board and the direct current (dc) to dc converter printed circuit board (pcb). After servicing the ventilator passed all testing per manufacturer specifications and was returned to the customer. One breath deliver (bd) power distribution /controller board was returned to medtronic and evaluated. The part was visually inspected and functionally tested with no anomalies observed. One dc - dc converter pcb was returned to medtronic for further analysis. A visual inspection of the board showed the board with a blown c83 capacitor. The analysis showed that the reported event was likely due to a faulty c83 capacitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an ventilator inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.